Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe packaging and products. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no samples were returned to determine the foreign matter type, the root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported when using the syringe 5ml ls 23ga 1-1/4in there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign body in the syringe."

Event description:
It was reported when using the syringe 5ml ls 23ga 1-1/4in there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign body in the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/5/2021. H.6. Investigation: one photo was received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe packaging and products. One sample with open packaging was later returned. From the sample, loose black foreign matter was observed inside the barrel. The foreign matter was sent for microscopic fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results show that the spectrum matches reasonably with cellophane and the foreign matter was likely to be a cellulose material. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Cellulose is commonly used in the paper and fabric industry. Upon further investigation, the foreign matter could have been transferred from the manufacturing environment during handling or the assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 5ml ls 23ga 1-1/4in there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign body in the syringe."